Event description:
The customer's father reported the customer's high blood glucose level of 500 mg/dl. The patient's symptoms were low and trace ketones. The customer was treated with manual injection. At the time of the report, the insulin pump was alarming no delivery. Troubleshooting was performed and it was stated that the cannula was bent and occluded. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.